Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, approximately two years after implant, certas plus valve distal abdominal catheter separated from the valve, could not be reprogrammed, and would was blocked/occluded. It was revised and replaced with a competitor's valve. The product will be returned.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at setting 3. The valve was visually inspected; the needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; the valve passed, no occlusions were noted. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was reflux tested and passed. The valve was dried and the siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.